Event description:
On (B)(6) 2025 the user was hospitalized for diabetic ketoacidosis with hyperglycemia after failing to change supplies and allowing the ilet to run out of insulin for approximately 24 hours. The user experienced heartburn and vomiting and was treated by ems and hospitalized, where bg was managed by IV insulin and dextrose. The user was discharged on (B)(6) 2025 and resumed ilet therapy.